Event description:
An esophageal stethoscope was used during surgery. One day post-op, the pt allegedly coughed up the balloon that was attached to the distal end of the esophageal stethoscope. The hospital staff were reportedly unaware of any problems prior the pt coughing up the balloon.